Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off into the sleeve cap. The washer is missing from the device. The piece was not returned with the device. This device show signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the ruler washer was broken. It is unknown if the event happened during a surgical procedure, if there was a surgical delay, backup device available or patient involvement.